Event description:
Procedure performed: total laparoscopic hysterectomy. Incident description: two reps were present during the case. There were two surgeons present in the case and it was their first time using voyant in a case. Near the end of the case, the surgeons attempted to use the device to cut the sutures on the colpotomy, however the device was unable to cut the sutures. The surgeons kept attempting to cut the sutures and applied more pressure to the blade lever. After a few attempts, a crack was heard. The reps then suggested that the device be cleaned and the jaws were wiped down and the blade was run back and forth a few times to make sure the device was clean. Afterwards, the device was again used to try to cut the sutures, and after 3-4 attempts the device was able to successfully cut the sutures. After the sutures were cut, the device was used on tissue a few additional times, but the device was not able to transect the tissue at this point. After the case two reps examined the device and found that the blade lever was no longer operational. Product is available for return. Additional information received via email on 09sep2020. Up until the colpotomy, the surgeons merely said the transaction lever felt a little different than their typical ligasure, and that it would take a couple cases to get used to. They didn¿t say it was not transecting or cutting tissue. They [the surgeons] also mentioned numerous times how difficult the anatomy and surgery was. Mentioning how voyant and the bovi pen have taken a beating. There were 92 activations in the first case. I am certain of the crack in the first place, as most of the room reacted when it happened. My coworker and I could also see the blade lever sticking out when the jaws were open, instead of being hidden in the channel. Additional information received via email on 10sep2020. The transaction blade was exposed when the jaws were open after the case. My coworker and I couldn¿t see inside the jaws until after the case when we received the device. I can¿t say for certain if the blade was exposed immediately after the crack. The patient was sent home after the case. Additional information received via email on 11sep2020. Patient status¿s are healthy, no issues or injuries.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the blade was exposed. The unit was disassembled and engineering observed that the blade, a component of the device, was damaged. Based on the condition of the returned unit, the event unit was unable to cut due to the damaged blade. Applied medical is unable to determine the root cause of the damage to the blade pusher based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: total laparoscopic hysterectomy. Incident description: two reps were present during the case. There were two surgeons present in the case and it was their first time using voyant in a case. Near the end of the case, the surgeons attempted to use the device to cut the sutures on the colpotomy, however the device was unable to cut the sutures. The surgeons kept attempting to cut the sutures and applied more pressure to the blade lever. After a few attempts, a crack was heard. The reps then suggested that the device be cleaned and the jaws were wiped down and the blade was run back and forth a few times to make sure the device was clean. Afterwards, the device was again used to try to cut the sutures, and after 3-4 attempts the device was able to successfully cut the sutures. After the sutures were cut, the device was used on tissue a few additional times, but the device was not able to transect the tissue at this point. After the case two reps examined the device, and found that the blade lever was no longer operational. Product is available for return. Additional information received via email on 09sep2020: up until the colpotomy, the surgeons merely said the transaction lever felt a little different than their typical ligasure, and that it would take a couple cases to get used to. They didn¿t say it was not transecting or cutting tissue. They [the surgeons] also mentioned numerous times how difficult the anatomy and surgery was. Mentioning how voyant and the bovi pen have taken a beating. There were 92 activations in the first case. I am certain of the crack in the first place, as most of the room reacted when it happened. My coworker and I could also see the blade lever sticking out when the jaws were open, instead of being hidden in the channel. Additional information received via email on 10sep2020: the transaction blade was exposed when the jaws were open after the case. My coworker and I couldn¿t see inside the jaws until after the case when we received the device. I can¿t say for certain if the blade was exposed immediately after the crack. The patient was sent home after the case. Additional information received via email on 11sep2020: patient status¿s are healthy, no issues or injuries.